Event description:
On (B)(6) 2012, pt reports recurring corneal abrasions with prescription lenses that were affected by the recall. Pt went to emergency room on (B)(6) 2011 and was given medication for an eye problem vigamox and katoral and was told to visit optometrist office to check eye further. Pt was treated (B)(6) 2011 for a corneal abrasion on her left eye and given vigamox qid. Pt was treated on (B)(6) 2012 for pain and blurriness was prescribed besivance tid. F/u on (B)(6) 2012 noted healing process was good. Pt was treated once again on (B)(6) 2012 corneal abrasion, prescribed besivance bid and acular. Pt had final exam on (B)(6) 2012 for slight blurriness and mild discomfort. Pt has since been refit with another brand lens. This is being reported as recurring corneal abrasion. Although corneal abrasions are not typically reportable events as they heal within 24-48 hours, it is being filed to be conservative.

Manufacturer narrative:
This is being reported as recurring corneal abrasion. This report was originally submitted as 9614392-2012-00050 on (B)(6) 2012, with the incorrect manufacturer number. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional info.